Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was plastic particulate found in the intravia bag. This occurred during set up. It was stated that a plastic particle was cored from the port when using a needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and nine companion samples were provided out of the pouch for evaluation. The received photograph showed one intravia bag with a loose particle floating in the saline solution inside the bag. Visual examination of the companion samples revealed no defects. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause is use error. Per event description it was observed that the client used a 16 gauge needle from the port which is against the product instructions included on the product¿s label that states the needle used must be from 19 to 22 gauge. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.